Event description:
String fell out the tampon... Been in her for 2 days [foreign body in reproductive tract] string fell out the tampon [device breakage]. Case narrative: consumer's relative reported that the string fell out of the tampon and consumer is unable to remove it. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.